Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a cholesteatoma. Re-implantation is planned, however has yet to occur.

Manufacturer narrative:
This report filed (B)(6) 2015.